Manufacturer narrative:
E1 reporter phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device does not allow to enter standby, saying that the patient is connected, even without being. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site to perform further troubleshooting. The reported issue of the device not entering the standby mode was not duplicated. The device passed the required performance verification tests per philips standards and was returned to service.